Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse tightened the helium tank to yoke assembly to correct the issue. The helium leak test was performed and passed to manufacture specifications. Perform all functional and safety tests. The unit was cleared for clinical use.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak.